Manufacturer narrative:
Device evaluation: the complaint lens was received and visually evaluated. The sample was inspected at 10x microscope magnification. Visual inspection reveals that the lens has surface scratches and surface residuals (fiber/particles) on the lens, compatible with the handling the lens in a non-controlled particle environment. One of the haptic was observed partially broken with a brown spot appears to be surgical residue (possibly blood). Functional testing could not be conducted based on the reported complaint types. No cosmetic defects related to manufacturing were found in the returned lens. The issue may be related to operational context of the lens and not manufacturing related. In addition a manufacturing record review was conducted. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. No deviation or non-conformance report (ncr) related to the customer claim was generated. The product met manufacturing release criteria. Placeholder.

Event description:
It was reported that intraocular lens (iol) was removed from patient's right eye, due to a noted capsular tear. A vitrectomy was performed but no incision enlargement occurred. Another lens was implanted to complete the procedure. It was noted that patient had coughed multiple times, and coughed during capsulorrhaphy when the capsule tore. No sutures were used. Patient was reported to be ok as noted from the 1-day post-operative examination. Furthermore, it was reported that the problem is related to a use error. No further information has been provided.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.